Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils missing in plaintiff's body / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("painful periods"), menorrhagia ("menorrhagia / prolonged periods / excessive menstrual bleeding"), migraine ("migraines"), cyst ("cyst"), weight fluctuation ("weight fluctuation") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hyaterectomy and bilateral salpingectomy, lumpectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, migraine, cyst, uterine leiomyoma, weight fluctuation and menstruation irregular outcome was unknown. The reporter considered cyst, device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine leiomyoma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils missing in plaintiff's body / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("painful periods"), menorrhagia ("menorrhagia / prolonged periods / excessive menstrual bleeding"), migraine ("migraines"), cyst ("cyst"), weight fluctuation ("weight fluctuation") and menstruation irregular ("irregular periods") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy, lumpectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, migraine, cyst, uterine leiomyoma, weight fluctuation and menstruation irregular outcome was unknown. The reporter considered cyst, device dislocation, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine leiomyoma and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020: summons received. Event: weight fluctuation , irregular periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils missing in plaintiff's body/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), migraine ("migraines") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hyaterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, migraine, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, device dislocation, dysmenorrhoea, menorrhagia, migraine, pelvic pain and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.